Event description:
The duett sealing device was deployed following a left heart catheterization (via a 6f sheath in the right common femoral artery). The deployment was noted to unremarkable. The patient presented in the emergency room the following evening with symptoms of pain, swelling, and redness to the inner thigh (about the size of the two hands side by side). The patient was treated with antibotics, schedule for a dermatology appointment and discharged.